Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported event. The fse found the air inlet transducer railed on the gas delivery engine (gde) assembly, replaced the gde and performed the operational verification procedure (ovp) for the device. Having met manufacture specifications the device was returned to the customer. The suspect gde assembly has been returned to vyaire's failure analysis laboratory for component root cause investigation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported this device was alarming "not ventilating" and also found an inoperative internal compressor assembly on this avea ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect gas delivery engine assembly for investigation. An investigation was performed, which duplicated the customer event and identified the root cause of the reported issue was associated with material fatigue , causing the component failure. However, this issue has been addressed on CAPA (B)(4), this issue will be internally investigated within vyaire.